Event description:
It was reported that patient had troubles swallowing (dysphagia) and went to an otolaryngologist who opened he esophagus which helped but they were unsure if this was related to vns or not. The patient also reports she can feel the lead under her skin (protrusion) and the implant (assuming generator) moves around and can be turned on its side (migration). States after speaking with the neurologist they feel its time to get it removed. Other ae's related to generator reported in MFR. Report # 1644487-2017-04628. Device history records were reviewed. The lead passed all functional and quality testing prior to distribution. Device evaluation is not necessary as it will add no value to the investigation. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
F10 health effect, clinical code: code e2402 utilized; appropriate term ¿protrusion¿ is not available. H3. Device evaluated by MFR?; code 81, device evaluation and return of the device is not necessary. It will not add value to the investigation. Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.